Manufacturer narrative:
No sample information was supplied. Qc results for the past 30 days were all within specifications on (B)(6) 2011: pm was performed. System check was performed and passed all specifications. Myoglobin was calibrated on (B)(6) 2011 and passed all specifications. Service was not dispatched as customer is not questioning instrument performance. No root cause has been determined to date. The customer declined service.

Event description:
A customer contacted beckman coulter inc. (Bci) to report discordance of a myoglobin patient result between two access 2 instruments. Both patient results were elevated. Patient results are provided. The result was reported out of the laboratory. Unknown if patient treatment was impacted by this event.